Event description:
End user stated that she went to the refrigerator and had her power chair was on low speed when she reached for something in the refrigerator and the power chair took off on her jamming her in the refrigerator. End user stated she hit her right leg under the knee. End user states her leg hurts but there is no bruising.